Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed, and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, the patient¿s tissue was severely fragile due to infection. The surgeon affirmed that there was no malfunction of the device and the device did not cause or contribute to the event. However, the valve was replaced with a smaller sized valve. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that a 29mm mitral pericardial valve was explanted at implant due to hematoma near the mitral annulus tissue. The device was originally implanted for mitral valve replacement to correct severe mitral regurgitation. At implant, the patient's tissue of the mitral annulus was severely fragile due to infection. After implant, when closing aorta, the something like a swelling was observed near the mitral annulus by echo. The surgeon re-opened the patient heart and confirmed hematoma due to blood from the tissue damages near the mitral annulus. The device was explanted, and the hematoma and mitral annulus were treated with patches. After treating the mitral annulus, a 25mm valve was implanted as a replacement while the patient was on bypass with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was not returned for evaluation as it was discarded due to infection. Multiple cardiac surgical procedure: tricuspid annuloplasty with a 30mm 6200t ring at implant. Type and source of infection were not reported. There was no allegation of device malfunction. The surgeon asked and has affirmed that there was no malfunction of the device and the device did not cause or contribute to the event.